Event description:
A patient was undergoing coronary stenting to a calcified lesion in the lad. The site was predilated with a 3.0 sprinter balloon at 14atm twice, and with a 3.0 x 15 cutting balloon at 14 atm twice. A 3.0x23mm cypher stent was delivered to the lesion and successfully deployed at 20 atm after one inflation. The balloon did deflate properly but resisted retraction from the stent. The guide was deep seated right up to the stuck balloon and more force was applied, which separated the plastic back end of the stent delivery balloon from the balloon shaft. At this point, the shaft was forcefully pulled with much effort, per physician, and he was able to pull the sds from the stent, along with the guidewire. There were no retained fragments in the stent, and all devices were retrieved from the atient. There was no evidence of vessel dissection from the deep intubation of the guide catheter or other injury to the patient.

Manufacturer narrative:
This 79 year-old male patient was undergoing this pci. The lesion was a calcified lad. The safety and effectiveness of the cypher stent has not been established in lesions that prevent complete inflation of the balloon. The lesion was pre-dilated with a cutting balloon. The cypher stent 3.0mm x 23mm was deployed at 20 atms which is above the labeled rated burst pressure. The balloon did not deflate properly and resisted retraction from the stent. Force was applied and the shaft separated into two separate pieces. Both pieces were retrieved. There was no patient injury. There are lesion and procedural factors that may have contributed to the event. Inspection of the returned device confirmed hub separation; the luer hub separated from the proximal end of the sds. The withdrawal difficulty of the stent could not be confirmed, however, the stent was not on the balloon. The exact cause for hub separation could not conclusively be determined. The documents for this complaint lot were reviewed per the DHR check list and all quality requirements were met.